Event description:
Report that the valve unit is occluded and will be returned for evaluation. He requested a replacement for overnight delivery.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The device was returned and evaluated. The valve was visually inspected. What appeared to be needle marks were noted on the underside of the needle chamber base. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. A fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, and no leaks were noted. The valve was tested for programming. During the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 120mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. -the cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3162 with lot crgclc, conformed to the specifications when released to stock on the (B)(4) 2014. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Additional information -- the initial report for this event did not include the type of reportable event. This report has been updated to reflect the corrected information.